Event description:
It was reported that during a laparoscopic adjustable gastric band procedure, the band was damaged. The band was damaged during the insertion into the trocar. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.